Event description:
Shortly after colonoscopy via rectum and pre-existing transverse colostomy, a pt developed subcutaneous emphysema extending from the abdomen to the face. Portable chest and abdominal x-rays and CT scan of the abdomen and pelvis revealed diffuse subcutaneous air as well as free air beneath the right hemidiaphragm compatible with a colonic perforation. Conservative treatment was recommended by the surgical consultant who diagnosed a perforation of one of the diverticula in the defunctional portion of the colon. The 02/28/2000 procedure had been uneventful and tolerated well, and the pt had been transferred from the endoscopy suite in satisfactory condition; pt's abdomen had been soft and there had been no evidence of emphysema. Crepitus and swelling were noted after the pt's return to the hosp room. The remainder of postoperative period was complicated by development of a naracolostomy abscess which was treated with antibiotics, incision and drainage and revision of the colostomy. The pt was later discharged in stable satisfactory condition. Eval of the colonoscope and the video processor used during the 02/28/2000 procedure were inspected in the biomedical engineering dept; no defects were identified. Discussion with the supervisor of the same day surgery unit in which the colonoscopy had been performed and with the gastroenterologist revealed neither deviation from standard practice of care nor difficulty with the equipment.